Event description:
Upon activation of plasmablade device during surgery, an EKG machine lost pacing and all signals. No injuries to patient.

Manufacturer narrative:
(B)(4) method: facility disposed of device. Device is not available for return and inspection. Results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.